Event description:
As reported, the transcatheter heart valve failed 8 years and 5 months post procedure due to stenosis. A valve in valve (viv) procedure was done.

Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Manufacturer narrative:
Update to b4, g3, g6, h2, h6 and h10 to reflect no product returned evaluation. The valve was not returned for evaluation, as it remains implanted. As the device was not returned, no visual inspection, functional testing and dimensional testing could be performed. Imagery was provided and reviewed; however, it was deemed not relevant to the complaint event. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record review and lot history review was required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, a manufacturing mitigation review is not required. A complaint history review is not required as the device has been implanted 5 years or greater with structural valve deterioration (stenosis) reported as the complaint. In this case, insufficient information was provided about the delivery system/access approach used during tavr. Therefore, the IFU in this section was reviewed for the sapien thv with the retroflex 3 delivery system, based on long-access route (e.g. Transfemoral). Since the warning, precaution, and adverse events sections are generally similar across multiple IFU materials, irrespective of ds type/access approach, the reviewed content is exemplary and applicable to the reported event. The relevant IFU was reviewed and warns ''accelerated deterioration of the valve may occur in patients with an altered calcium metabolism''. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for stenosis was unable to be confirmed due to unavailability of medical record/applicable imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, ''per field clinical specialist, the transcatheter heart valve failed 8years 5months post procedure due to stenosis and a valve in valve procedure was done.'' Due to limited information, a definitive root cause was unable to be determined at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.